Event description:
The report indicated that, prior to placing the subject pod, the customer "was running high bgs" (350mg/dl). A manual insulin injection was administered, the pod was deactivated and the subject pod was then applied. Seven hours later, the customer was reportedly "not feeling well" and was taken to the hospital. While at the hospital, he was found to have high bgs (329 mg/dl) with large ketones; another manual insulin injection was administered, but the pod was left on. His high bgs continued throughout the night and into the next morning (347 - 400mg/dl) and a pod alarm was initiated; at this time, the pod was deactivated. No new pod was applied as the customer was waiting on his doctor's instructions. The subject pod will be returned for eval.

Manufacturer narrative:
The pod was thoroughly evaluated and no evidence of any damage or mfg deficiency was found that would have directly caused or contributed to either insufficient or no insulin delivery. Fluid exited the tip of the cannula when the drive mechanism was actuated. No problem found in the returned device. An air bubble, however, was found within the pod's insulin reservoir - this typically occurs when air is introduced into the pod during the fill process and is not related to any mfg process or product defect. The omnipod user's guide instructs users on proper filling technique to avoid this condition, as failure to do so may result in unintended/interrupted insulin delivery. "User error", therefore, is considered to be a contributing factor to the customer's reported high bgs. The user is instructed in the user guide to periodically check the infusion site and to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.